Event description:
The pt was unable to get more than 2 recharge efficiency bars to fill on her recharger. The pt had fallen twice about 10 days earlier. It was unclear if the fall affected implantable neurostimulator coupling and communication or was a result of the malfunction. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4)